Event description:
An olympus representative reported there was an image with ¿drizzle¿ on the hd autoclavable camera head. The device was returned and the evaluation found the device did not display an image due to poor connections between the video connectors and a faulty cable unit. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the user request was confirmed. During evaluation, the device did not display an image due to poor connections between the video connectors and a faulty cable unit. In addition, rust was found on the device. The investigation is ongoing and follow up with the reporter is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the reporter.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause of the failure could not be conclusively determined. However, the investigation determined there may have been a partial disconnection of the cable, which may have prevented the video communication from being transmitted to the processor and preventing the image from being displayed or the failure may have occurred as result of the failure of the charged coupled device (ccd) unit. The cable was damaged likely through handling of the device and the failure of the ccd unit most likely occurred as a result of material deterioration of the ccd sensor due to ultraviolet rays. The instructions for use (IFU) instructions the user for the following: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor the field performance of this device.